Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, at second firing, the reload broken into two pieces, leaving about a 1/2 inch of loading unit attached to adapter and was locked on the stomach. This made it nearly impossible to return the sled back to its starting position and allow the reload to open and detach from the stomach. The surgeon could not staple lateral due to the bougie so she decided to cut the staple reload out with a bovie. The surgeon continued the procedure with another reload without issue and hand sewed gastrotomy. On the second to last fire, a pop from the loading unit was heard. She pulled it out of the trocar, removed it, and used another. The surgical time was extended for about two hours. There is blood loss but, not more than 500 cc. Some tissue was loss because the surgeon had to cut the reload out. An x-ray was performed to confirm all pieces from the loading unit were retrieved. It was also reported that the adapter was put under a lot of stress during use due to the size of the patient. The patient had a leak, but it was being managed medically and was doing well, also being followed closely by the surgeon.

Manufacturer narrative:
Additional information: h3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the jaws of the device remained closed on tissue after firing. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted there was a broken off reload in the distal end of the adapter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The broken reload adapter is due to rough handling of the reload. If information is provided in the future, a supplemental report will be issued.